Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: during investigation, the pump was retuned with the down arrow and ok buttons on the keypad over responsive. All the other buttons responded appropriately. There was no physical damage on the keypad. The keypad was removed and both those buttons were found to be cracked. Unrelated to the original complaint, the bolus button cover was found to be torn but still operable. Additionally, the battery compartment was found to be cracked along the side and from the case seal traveling to the bumper.